Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This charger serial number was associated with a field correction. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-05203. It was reported that patient had not used their scs system in couple of months and ipg had become inoperable. As such, patient underwent a surgical procedure on (B)(6) 2018, wherein ipg was replaced. Effective therapy has been restored post operatively. Note: patient has a thoracic and peripheral system implanted. It is not clarified which ipg was for which system, hence both ipgs are being reported.